Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via senior inbox that customer requested insulin pump replacement. Customer reported to wake up with high blood glucose of over 200 mg/dl. Customer also reported that insulin pump rejected battery change, received no delivery alarm every two months, and received a motor error alarm. Customer declined to be transferred to helpline.